Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. The cause of elevated bg was unknown; however, the customer alleged that the pump was the cause as the customer was unable to lower bg level by administering bolus insulin through the pump. The customer went to the emergency room (ER) and was subsequently hospitalized. Reportedly, customer was vomiting, disoriented, and feeling ill. Bg was treated with intravenous fluids, potassium, glucagon, and customer also was administered compazine and toradol while in ER. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved (bg 96 mg/dl) and no permanent damage. The customer discontinued use of the pump for insulin therapy.